Event description:
It was reported that bd eclipse¿ needle with slip tip hub configuration has a loose connection because of the difficulty in assembling. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with one opened sample of lot 1810001. Needle looks like it was used since no shield was received and safety shield was activated. However, snap clip was not activated (which is necessary to assure a correct assembly). Returned sample was assembled into a bd luer lock syringe (plastipak) following instructions and no issues were observed or experienced: snap clip was activated correctly. Based on above results and available information, no issues have been detected in returned sample and considering the DHR, bd could not identify any possible root cause related to needle manufacturing process.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle with slip tip hub configuration has a loose connection because of the difficulty in assembling. No serious injury or medical intervention was reported.